Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported number 1 key inoperable which was reproduced. Evaluation observed the #0, #1 and #2 keys are inoperable due to a failed keypad. The reported symptom was verified. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the number 1 key on the keypad to be inoperable. There was no patient involvement associated with this event. No additional information is available.